Event description:
Reporter alleged a patient was tested with a result of 94 mg/dl on a professional aviva system. Reporter stated the patient had an altered level of consciousness. Reporter stated that the emergency medical technicians using the device treated the patient as if they had other issues because of the normal result. Thirty minutes later, the patient was tested at the hospital with a result of 25 mg/dl on the hospital system. No other actions were reported taken or treatment received. Reporter also stated that the strips were being stored with a piece of tape over the vial and not the original cap that labeling recommends using. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.